Event description:
Foley catheter placed without difficulty in pt prior to cesarean section in the operating room. Prior to insertion, catheter appeared without defects. Post operatively, during standard abdominal expression, the foley catheter slid out of the pt. The catheter was noted to be missing approximately 3/8 inch of the tip and the balloon was deflated.